Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was deployed using transesophageal echocardiogram (tee) and fluoroscopy imaging. The physician was concerned about the shape of the wds, yet the device still met all release criteria and was subsequently implanted. The procedure was concluded. At the 45-day routine follow up appointment, transesophageal echocardiography (tee) imaging revealed the closure device had shifted proximally from its implanted position. The laa was filled with thrombus, and some thrombus had formed inside the closure device. A contrast computed tomography (CT) scan confirmed half of the entire circumference of the closure device is protruding from the laa. The physicians are considering continuing observation or surgical removal of the closure device in the future. It was further reported that although the tee suggested there was thrombus in the laa and in the closure device, the contrast CT scan showed no thrombus on either the closure device or within the laa.

Manufacturer narrative:
B5: updated b6: updated.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was deployed using transesophageal echocardiogram (tee) and fluoroscopy imaging. The physician was concerned about the shape of the wds, yet the device still met all release criteria and was subsequently implanted. The procedure was concluded. At the 45 day routine follow up appointment, transesophageal echocardiography (tee) imaging revealed the closure device had shifted proximally from its implanted position. The laa was filled with thrombus, and some thrombus had formed inside the closure device. A contrast computed tomography (CT) scan confirmed half of the entire circumference of the closure device is protruding from the laa. The physicians are considering continuing observation or surgical removal of the closure device in the future.

Manufacturer narrative:
B5: information added.

Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx closure device was deployed using transesophageal echocardiogram (tee) and fluoroscopy imaging. The physician was concerned about the shape of the wds, yet the device still met all release criteria and was subsequently implanted. The procedure was concluded. At the 45 day routine follow up appointment, transesophageal echocardiography (tee) imaging revealed the closure device had shifted proximally from its implanted position. The laa was filled with thrombus, and some thrombus had formed inside the closure device. A contrast computed tomography (CT) scan confirmed half of the entire circumference of the closure device is protruding from the laa. The physicians are considering continuing observation or surgical removal of the closure device in the future. It was further corrected that although the tee suggested there was thrombus in the laa and in the closure device, the contrast CT scan showed no thrombus on either the closure device or within the laa. The patients chads-vasc: score was 5, and has-bled score was 3. It was further reported that the physicians have decided to do follow up observation of the closure device rather than surgical removal.